Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, and force sensor test. During download history review no relevant alarms confirm in download history files to confirm reason code. Multiple manual boluses were programmed and successfully delivered and recorded in pump history. No bolus delivery anomalies noted. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors were plugged in properly. However, after deconstructive analysis, moisture damage was noted on gold traces lcd flex connector. Isolate to electronic assembly. The following cosmetic damages were noted: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, serial number label missing, cracked case-corner of belt clip rails, cracked case (battery tube), and battery tube threads - cracked in conclusion, customer concerns are not confirmed. All boluses programmed were successfully delivered and recorded in pump history. No relevant alarms noted in download history review and testing of the unit were successful. However, after deconstructive analysis, moisture damage was noted on gold traces lcd flex connector. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-397a, unk_reservoir, mmt-1884l. Troubleshooting was performed and it was past insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-397a. No product return is required for unk_reservoir. No product return is required for mmt-1884l.